Event description:
The manufacturer received information from a third party service center alleging a ventilator would not power on. There was no harm or injury reported. The device has yet to be returned to the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer previously reported a failure of the oxygen blending module board. The oxygen blending module board was returned to the manufacturer's quality assurance laboratory for further investigation. During the investigation the root cause of the oxygen blending module board failing was due to pressure sensor (u24) being out of tolerance.

Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that was returned with an allegation the device would not power on. The ventilator was returned to the manufacturer for evaluation and the customer's complaint could not be confirmed or duplicated. The device was found to power on as designed. During the evaluation of the device at the manufacturer's service center, an issue with the device's lcd screen was observed. The device's lcd screen will be replaced to address the issue. "Service required" and "ventilator inoperative" codes were found in the device's downloaded error log. The device's system board and oxygen blending module board will be replaced to address the issues. Device has been evaluated but not yet repaired.